Manufacturer narrative:
A medtronic representative went to the site to service the system. Hardware was replaced. System was then functional. The solid-state drive was replaced and returned for analysis. Drive is clear of patient data (picture attached). No issues found with the ssd. Found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data and self-test reported no errors on the drive. Drive functioned normally without failure. Software logs were analyzed for the event. Logs captured errors while deleting the patient. This issue is consistent with a known software issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), product ID: 9736411. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing a planned maintenance (pm), the medtronic representative went to delete patients off the system and three patients wouldn't go away. The exams were deleted but the names of the patients remained. They bebooted system and issue did not resolve. Troubleshooting information was provided. Technical services (ts) had the rep try the 'delete all' button but it did not get rid of the remaining 3 patients. The probable cause was suspected to be the solid-state drive (ssd).